Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Conclusion - failure event observed during analysis. Final analysis found that the lead was returned in three pieces. An insulation abrasion was noted at 14.8 cm to 15.2 cm and at 15.5 cm to 16.1 cm. The abrasions were consistent with exposure to constant friction against another implanted device. Surface abrasions were noted at 3.3 cm to 7.2 cm from the connector pin.